Event description:
Registered nurse was administering 1 unit packed red blood cells (prbc). When checking on blood and volumes already infused- the blood volume infused on pump was more than volume in bag and there was still blood in bag to be infused. Prbc bag volume was 300. Pump saying around 500 was infused. Rn noticed blood was lighter than normal and saline bag volume was down. Saline clamp was closed but appears to still have been infusing diluting the blood that was already infusing.